Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was physically investigated. During physical investigation, the catheter was received with the broken part of the helix outside of the catheter. The helix was found broken at 20 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: d2b (mcw; dqx), d4 (unique identifier (UDI) #), h6 (method, result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the device was allegedly heated up. It was further reported that the helix allegedly fractured and detached upon removal outside of sheath. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the device was allegedly heated up. It was further reported that the helix allegedly fractured and detached upon removal outside of sheath. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: d2b (mcw;dqx) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.